Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation complaint received ad 18 jul 2022. After review of medical records patient was revised was due to pain, elevated cobalt and chromium level from failed metal on metal hip arthroplasty. Operative notes indicated there was some evidence of metal oasis in the hip and within the capsule, minimal corrosion found at the taper. Doi: (B)(6) 2008, dor: (B)(6) 2019, right hip.